Event description:
The implant failed due to patient's poor bone condition. Fixture was placed at #32 and removed after 2 months. Bone graft material was used. Traditional 2 stage. Fixture was placed with primary closure. Poor oral hygiene. Moderate bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. There is no health information about patient.